Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient hemorrhage whole hemp lower brain chamber drilling, during preparation of narcotic items anesthesia found that the 7.5 tracheal catheter connection head disconnected because the intage connection was broken. For a smooth implementation of anesthesia, device was replace with new tracheal catheter and did not caused adverse effect.